Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was no non-conformance regarding this lot. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection found that omnispan meniscal repair 12deg only the needle with the sleeve deformed was returned for evaluation. The sleeve was out of its original position and pulled half of the needle at the proximal end. No other anomaly could be observed. The overall complaint was unconfirmed as the observed condition of the omnispan meniscal repair 12deg would not contribute to the complained device issue. Based on the investigation findings, the potential cause for the device condition is traced to the procedural variables, such handling of the device or product interaction during procedure: it is possible that the sleeve got damaged while trying to disassemble from the deployer gun. As per IFU- 109282, to assemble the needle to the deployment gun pull up the needle lock lever on the deployment gun to expose the chuck. Insert the deployment gun shaft into the open end of the needle package and into the connector end of the needle until the needle clicks onto the deployment gun. Needle should always be attached to the deployment gun with the open slot in the needle facing upward. Push down on the needle lock lever to advance the sleeve over the needle and secure it in place, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: this report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported by the sales rep in china that during a meniscal repair surgical procedure on (B)(6) 2024, the omnispan meniscal repair 12deg device suture was winded and could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device expiration date is currently unavailable. E1: the initial reporter's complete facility address was not provided. E3: reporter is a (B)(6) representative. H4: the device manufacture date is currently unavailable. The product has not returned to (B)(6), however a photo was provided for review. The photo investigation revealed that omnispan meniscal repair 12deg had the needle on the foil pouch. The needle appears to be in a used condition, the sleeve was out of its original position and pulled half of the needle at the proximal end, no suture nor plates could be observed. No anomalies could be observed on the device. The overall complaint was unconfirmed as the observed condition of the omnispan meniscal repair 12deg would not contribute to the complained device issue. Based on the investigation findings, the potential cause for the device condition is traced to the procedural variables, such handling of the device or product interaction during the procedure; deployment issues could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. Also, the trigger might have not fully been pressed until a click sound was heard which could cause the reported failure. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the deployment lever (dark grey) while maintaining depth positioning to deliver the first implant. There may be a slight pushback on the deployment gun while the implant goes through the tissue, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of (B)(6), all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: correction: device expiration date: d4: the device expiration date has been updated to 8/30/2025. H4: the device manufacture date was reported as unavailable in the initial report. Please note that the date of manufacture has been updated accordingly. H6: investigation findings: investigation findings of reported condition not confirmed and no defect found removed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly.